Manufacturer narrative:
A warming device and two used pressure chambers were received to perform an investigation. A visual inspection of the warming device did not identify any visible damage or cracks. Functional testing was performed. The pressure chambers were connected to the warming device and the device was powered up. The indicator from the pressure chambers indicated on both only 200 millimeters of mercury (mmhg) and was fast approaching zero pressure. A hose was disconnected from one device, and it was found that the pressure chamber was not maintaining the pressure. The pressure chamber was opened and a hose from inside was found loose. The reported problem was confirmed. The cause of the low pressure was due to a loose hose. To resolve the reported problem, the leak was fixed and the pressure chambers were retested and registered at 297 mmhg. The temperature was found to be stable and an electrical test found all values in range. A device history record (DHR) review was not performed since the device was manufactured in 2009. No previous service records were found for this device. UDI and operator of device are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the warming device had a non-intact pressure chamber. There was hardly any pressure; and thus, the volume could not be conveyed to the patient. A pressure infusion bag had to be used instead to provide the patient treatment. No patient injury was reported.